Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture (loc) and unstable r-wave measurements and pacing impedance measurements. The lead was observed to have dislodged and was in the inferior vena cava (ivc). The physician plans to replace the lead at the time of routine device replacement. No adverse patient effects were reported. This product remains implanted and in service.